Event description:
It was reported that non-sustained right ventricular oversensing was observed remotely. Intermittent myopotential oversensing was noted upon review of data. Programming changes were made. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.